Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The father reported the patient experienced high blood glucose (bg) levels, reaching 399mg/dl, while wearing the pod for between 36 and 48 hours on the arm. The mother took her to the ER (emergency room) due to the high bg levels and she was not feeling well. In the hospital, they gave the patient insulin and the patient did come down, which was given through manual injection of 4.2 units. The patient was in the ER for about 2 hours. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device had the cannula assembly fully deployed. Investigation results did not observe any issues that would result in a failure to deliver insulin.